Event description:
It was reported that a patient presented in-clinic for a routine generator change. During the procedure, the patient's right ventricular (rv) lead was found to have an insulation breach. This insulation break was noted visually. No electrical malfunctions were noted due to the insulation break. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.